Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an up arrow button that does not respond all the time. Customer's blood glucose was 9.6 mmol/l. Customer stated that she has to press on it several times for it to respond. Customer stated that all the other buttons are working. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. The insulin pump had minor scratched display window, cracked display window corner, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on the battery tube threads and cracked belt clip slot.